Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, he still had glare and cannot see to read. Additional information was requested.

Manufacturer narrative:
This report originally filed as 1119421-2022-01755. A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).